Manufacturer narrative:
Correction to implant date: (B)(6) 2016. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, grade iii.

Event description:
Healthcare professional reported right side ¿capsular contracture, grade iii¿. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side ¿capsular contracture, grade iii¿. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, g4, h3, h4, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed on the device. Yellow particles observed on the device.

Event description:
Healthcare professional reported right side ¿capsular contracture, grade iii¿. Device has been explanted and replaced.